Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the pump's black box confirmed that there were call service alarms. The alarms were duplicated during a 24 hour duration test. Moisture damage was found internally. Unrelated to the call service alarms, the display screen was dim and discolored. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service (B)(4) alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.